Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The issue was resolved by replacing the vent engine and flow transducer.

Event description:
It was reported that the unit displayed an error when trying to run the start-up check. It did not pass the start-up check. An error or alarm was indicated on the screen but the field engineer didn't remember the specific error. There was no reported patient involvement.